Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: accessory: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the hcp believed that there might be something wrong with the pump because it was not providing therapy. It turned out to be a catheter break at the distal segment of the catheter. The total system was replaced. The patient had experienced pain. Patient status was reported as alive - no injury/no adverse event. The pump was used to deliver infumorph. (B)(6) 2013 (rp) product return with no information.

Manufacturer narrative:
Analysis of the pump kit revealed that the sc connector had coring tears-cuts in seal. Meets leak criteria per (B)(4). Analysis for the pump revealed no anomaly. Analysis of the catheter found a hole near the end of the distal segment. The characteristics of the hole are very typical of a shear hole caused by an interaction of the catheter with its guidewire during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.